Event description:
Right breast significant contractive baher iii-vi. Augmentation in 1983. Surgery performed in 2002, removal of implanted gel and replaced with gel. Bilateral capsulectonies. Right explant significant gel bleed. Left explant no gel bleed.